Manufacturer narrative:
No product is being returned at this time for evaluation; therefore, no determination could be made for the reported device failure.

Event description:
Customer reported that the tip of the device broke off when the surgeon 'clamped down' during a knee arthroscopy procedure. A delay of 3-hours occurred as the surgeon attempted to retrieve the broken piece, however was unsuccessful. User facility quality management, confirmed there is no additional surgery planned at this time to attempt removal of the broken piece. Patient is reported to be doing fine. (B)(4), quality mgmt indicated that the device is not being returned at this time for evaluation.